Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor board pca. The processor board pca was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device has a faulty processor board pca. There was reportedly no patient involvement.

Event description:
It was reported to philips that the device has a faulty processor board pca. The device was reported to be in use, but there was no adverse event.